Event description:
Consumer called to report concerns with readings. Has been experiencing "blackouts" while using the paradigm link. Needed to call for medical assistance (emt) and received treatment via IV.